Event description:
A customer reported a malfunction on a pump, which did not result in any adverse impact on their blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted them in doing so. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reappeared, and they acknowledged this guidance.